Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated that the act button will work but only if the customer presses it hard. The troubleshooting was performed. The customer was advised that the insulin pump will need to replaced. The patient was advised to discontinue use of the insulin pump and revert to a back up plan healthcare provider instruction.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.